Event description:
It was reported that when this screw was removed from the pt during a revision surgery, a part of it broke off and now remains in the pt. Four of these screws were originally implanted and this problem only occurred with 1.

Manufacturer narrative:
Na